Event description:
The patient experience high thresholds since implant. The lead was to be repositioned, but patient did not show up as scheduled. The physician made several attempts to contact patient, but received no response.